Event description:
It was reported that the patient had right knee pain and stiffness and it was resolved with a manipulation under anesthesia.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it was reported that patient had right knee pain and stiffness and it was resolved with a manipulation under anesthesia. There were no x-rays or intraoperative records provided. The root cause of the pain and stiffness is unknown other than the possibility of inability of the patient to participate in physical therapy or rehab post op. This is usually related to rehabilitation and scarring. There is a history of tka two years prior to pain and stiffness.. The patient impact beyond the mua procedure is inconclusive. It was noted that this issue was resolved. No further clinical assessment is needed at this time. (Arthrofibrosis complaint) immobility of the joint due to the formation of bone, cartilaginous or fibrous tissues around the joints. Fibrosis (arthrofibrosis complaint) the formation of fibrous tissue. Additional surgery (arthrofibrosis complaint) surgical intervention that was not planned and needed to be performed in addition to other interventions including surgical ones. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.